Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment occurred. The rotapro and rotawire were selected for use and advanced inside the patient. Dynaglide mode was used while advancing to the lesion. The rotation speed did not increase to the set rotation outside the body during the ablation and ablation was discontinued. The rotation speed was set to 190,000 rpms with maximum rotation speed from 60,000-90,000. When the devices were being removed, the burr got stuck with the rotawire near the exit of the y-connector. The wire was finally able to be secured and removed. No damage was noted on the rotawire. When an attempt was made to rotate the burr after removal, it sounded like there was an air leak and the device stopped working. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that entrapment occurred. The rotapro and rotawire were selected for use and advanced inside the patient. Dynaglide mode was used while advancing to the lesion. The rotation speed did not increase to the set rotation outside the body during the ablation and ablation was discontinued. The rotation speed was set to 190,000 rpms with maximum rotation speed from 60,000-90,000. When the devices were being removed, the burr got stuck with the rotawire near the exit of the y-connector. The wire was finally able to be secured and removed. No damage was noted on the rotawire. When an attempt was made to rotate the burr after removal, it sounded like there was an air leak and the device stopped working. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Returned product consisted of the rotawire drive. The rotapro device used in the procedure was also returned. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any issues or defects. The advancer used during the procedure was returned and used for analysis. The returned wire was not able to be inserted into the returned rotapro device due to the presence of blood within the rotapro device obstructing the movement of the rotawire.